Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not used his ipg in over three years. The ipg would not communicate with any external devices. It was reported the pt would be referred to another physician for surgical intervention to replace the ipg.